Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, while cutting, the wire "snapped." It was reported no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.